Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, lens was scratched after insertion of the lens. Lens was removed in initial procedure. The procedure was completed with back up lens. Additional information was requested.

Event description:
Additional information was received stating as per the surgeons opinion quality issue with the iol did not cause or contribute to the scratched lens event occurred.

Manufacturer narrative:
Additional information was provided in b.5. The manufacturer internal reference number is: (B)(4).